Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Furthermore, when the physician tried to reposition the lead, the lead failed to extend. The rv lead was not used and replaced during the procedure. The patient was stable throughout.